Event description:
A healthcare facility in the united kingdom reported, via a fisher & paykel healthcare (f&p) field representative, that the tubing of a ojr412vt optiflow junior 2 ventilator transition kit had detached from the swivel grip during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint ojr412vt optiflow junior 2 cannula was received at fisher & paykel healthcare (f&p) in new zealand for evaluation where it was visually inspected. Our investigation is also based on the information provided by the customer. Results: visual inspection of the complaint ojr412vt optiflow junior 2 cannula revealed that one tube was stretched near the swivel grip joint. Conclusion: the reported event was likely caused by the tubing being pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). - check the cannula remains secure. Replace the wigglepads 2 if required. - ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Manufacturer narrative:
(B)(4). The complaint cannula is currently en route to fisher and paykel healthcare (f&p) for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that the tubing of a ojr412vt optiflow junior 2 ventilator transition kit had detached from the swivel grip during patient use. There was no patient consequence.